Event description:
It was reported that the display suddenly went black during use. There was no stop of ventilation reported but the users decided to replace the device in a controlled maneuver. No patient consequences have resulted from the event.

Manufacturer narrative:
The ufr was the only source of information; the user facility did not order a service dispatch at the local dräger s&s organization, and upon dräger's request for further information were no additional details provided. The workstation is 3.5 years old; status of preventive maintenance and repairs is not known to dräger because the hospital is providing the necessary messures on own behalf and responsibility. A reliably conclusion in regard to the root cause is thus not possible for dräger. The event may have a causal relation to component malfunction, lack of preventive maintenance must be taken into consideration as well. And in fact, use error cannot be excluded as a contributing factor, a differentiation is not possible due to lack of information. The workstation consist of two major functional units - one is the ventilator unit and the other one is the cockpit which incorporates display and user interface. A display malfunction has no effects on the ventilation unit. The latter is equipped with a secondary display from which the ongoing ventilation including basic parameter can be observed.